Event description:
Healthcare professional reported "pain" and "capsular contracture baker grade unknown". Healthcare professional also reported "had a cyst drained" considered not device related. Later healthcare professional reported "capsular contracture baker grade IV" and "difficulty healing postop". This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and impaired healing are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and impaired healing.

Event description:
Healthcare professional later reported ¿no issue on left¿.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.